Event description:
The customer has reported that a plastic holding ring for ceiling cover cracked and a piece of this ring fell onto a pt waiting for surgery. No injuries have been reported by the customer.